Event description:
Caller reported blood glucose results of 428 mg/dl and 186 mg/dl within 10 minutes on the inform system. Customer reported no patient symptoms, treatment or adverse event relative to this discrepancy. Meter passed valid control tests, was not replaced or returned. A request was made for the return of the strips, replacement was sent.